Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that there was fluid in the battery compartment. The patient's blood glucose at the time of incident is unknown. The patient dried the battery cap with a q-tip and air dried the battery cap compartment before inserting a new (B)(6) aaa battery. After sealing the battery cap tightly the display did not reappear. Troubleshooting was initiated for the battery issues. The self-test was performed on the pump and failed. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump was received with corroded electronic assemblies. No moisture damage was noted the motor assemblies. The pump had minor scratches on the lcd window. No moisture damage was noted in the battery compartment.